Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the deterioration of the emergency lamp, the igniter of the emergency lamp, the examination lamp and/or the igniter of the examination lamp of the subject device due to long-term use passing more than 9 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that all leds on the front panel of the subject device were blinked and the power switch of the subject device could not be worked at the preparation for use. Olympus (B)(4) checked the subject device and identified the failure of the filter unit which might have caused of all leds blinking on the front panel of the subject device. It was also found that the emergency lamp indicator was blinking which indicated that the emergency lamp had failure, and due to the failure of the converter. Moreover the examination lamp didn't work. There was no patient injury associated with this report.